Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healthcare provider was able to aspirate the reservoir but was unable to fill it completely. Per the reporter, initially the hcp was able to fill the reservoir with all but about 2ml; at the time of the call it was closer to 4.6ml. It was noted that during each refill the expected amount was removed. The reservoir was filled normally until it got close to full at which point it just stopped. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.